Manufacturer narrative:
(B)(4). Although medtronic was not authorized to conduct a failure investigation, the third party returned a sbc (single board computer), lcd (liquid crystal display) assembly, and a control board. Investigation was performed on the returned components but the alleged malfunction could not be confirmed.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider examined the device internally and did not find any loose connectors or broken wires. The single board computer printed circuit board and the control printed circuit board will be replaced.

Event description:
It was reported that a ventilator touch screen was intermittently unresponsive. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.